Event description:
It was reported that, during distal bur of the femur in a cori assisted tka surgery, the surgeon was not able to clear the green on the screen. Even when surgeon used a saw to try and get more green off, screen still showed green left when he went back over distal femur with the bur. They had to use a saw to take a little more bone off. The procedure was completed with the same device without significant delays. The patient was not harmed beyond the reported problem. Additionally, they feel that one real intelligence robotic drill guard is clogging a lot. In addition, the real intelligence robotic drill used in this case returned for evaluation and it was found that the exposure motor was loose.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The real intelligence robotic drill, part number rob10013, serial number (B)(6) used in treatment was returned for evaluation. The software files were downloaded from the device and provided for investigation as well. Case ID: (B)(4) was evaluated for the occurrence date of 16dec2021. There were no auto or user-taken screenshots in the femur bone removal screen with the resulting green bone. However, a photo of the femur cut screenshot with green bone remaining was provided, confirming the reported complaint. Visual and functional evaluations were done on the drill. There were no visual abnormalities, however, the drill failed multiple functional evaluations including the max homing torque and the homing range value of the robotic drill diagnostics kpc tests. The drill was also taken through the handpiece calibration verification stage of a case multiple times to see if the bur positioning would pass, where it failed three out of four times. The drill¿s motor cover was removed, confirming the exposure motor had unthreaded. This likely prevented full exposure of the bur, resulting in the inability to burr the remaining green bone. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.